Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21cfr part 803. This MDR is being submitted as a part of a retrospective review and remediation effort based on enhancements and harmonization made to the company's complaint handling processes. There is no change to device performance or to the device risk profile. A CAPA (2023-487) has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. This retrospective review includes the date range of 05/17/2021 through 05/31/2024.

Event description:
The patient reported: my lower teeth also have gum recession that is terrifying. It looks like my front bottom teeth could fall out. I have been extremely stressed about this. An email was sent stating that the gingival recession appeared to be due to brushing or grinding. The patient was given two options: a conservative approach or a visit to the doctor of dental surgery. This record has been forwarded for clinical review to follow up with the patient regarding their treatment progression and address their concerns about gum recession.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.